Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a stapled hemorrhoid pexy procedure. After firing, the staple line was checked and there were incomplete staples. Little less than half circle. The site was sutured for reinforcement. There was no patient harm. The patient has been discharged.